Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes the hemogard was damaged in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received one (1) photo for investigation. The evaluation of the photo indicated that the cap on the tube had been damaged. Upon visual inspection of 100 retained samples, no damaged caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking based on customer provided photos. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes the hemogard was damaged in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.